Manufacturer narrative:
Reported primary 6 years ago. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient revised for infection. Found loosening and polyethylene wear.